Manufacturer narrative:
H6: corrected the following: component code, type of investigation, investigation findings, investigation conclusions. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that the patient was implanted with an truliant device on the left knee, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H11. D10. Concomitants - product information: 5463363 - 200-02-38 - three peg patella 38mm; 5594698 - 02-020-11-0250 - truliant ps cem fem ps cem left sz 5; 5608289 - 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t; 5715089 - 201-78-82 - collar fixation pin 2pk 40mm, quick release; 5721636 - 201-78-89 - 3" drill bit, mod. Hex 2 pack; 5721639 - 201-78-89 - 3" drill bit, mod. Hex 2 packpending investigation. There is no other information available.